Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient contacted technical services (ts) regarding a concern related to their pacemaker. The patient stated that boston scientific had contacted them indicating that the device was not functioning properly; however, ts noted that the company does not contact patients directly. Ts referred the patient to their following clinic for further evaluation and investigation. This device remains in service. No adverse patient effects were reported.